Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported they were injected with 1 syringe of juvéderm volbella® xc in superficial nasolabial folds, upper and lower lips, and bilateral oral commissures. Two days later, patient developed lumps in both lips and was advised to massage after declining dissolution. One month after injection, patient experienced self-described "retinal mini-stroke". Diagnostic testing and treatment have not been provided. Healthcare professional reported symptoms resolved 46 days after onset.

Event description:
Patient reported they were injected with 1 syringe of juvéderm volbella® xc in superficial nasolabial folds, upper and lower lips, and bilateral oral commissures. Two days later, patient developed lumps in both lips and was advised to massage after declining dissolution. One month after injection, patient experienced self-described "retinal mini-stroke". Diagnostic testing and treatment have not been provided. Healthcare professional reported symptoms resolved 46 days after onset.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to evaluation codes: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.